Manufacturer narrative:
Date sent to the FDA: 12/7/2020 additional information: d4, h4 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh x2 was implanted. It was reported that following insertion the patient experienced vaginal bleeding during intercourse. No additional information was added.